Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 09/01/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and the catheter passed. The force feature was working properly and the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: st. Jude medical/abbott brk needle, st. Jude medical/abbott swartz sheath, st. Jude medical agilis sheath). Carto 3 system. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. During ablation of the left ventricle, the patient became hypotensive and tachycardic. Cardiac tamponade was confirmed via echocardiography. Pericardiocentesis was performed yielded an unspecified amount of fluid. Patient received a surgical intervention. Patient required extended hospitalization as a result of the adverse event. There is no information regarding patient outcome. Medical history includes myocardial infarction (mi), implantable cardioverter-defibrillator, and recurrent ventricular tachycardia. It was noted that the most likely cause of the adverse event was a left ventricular wall puncture secondary to ablation. Factors cited that may have contributed to the adverse event include past ischemic injury secondary to mi that may have resulted in thinner sections of the left ventricular wall. Physician¿s causality opinion was not provided. Transseptal puncture was performed. It was noted that the physician likely used a st. Jude medical/abbott brk needle, a st. Jude medical/abbott swartz sheath, and a st. Jude medical/abbott agilis sheath, although these have not been confirmed. Generator was set on temperature control mode at 35 watts and 48°c. Power was not titrated. There is no information regarding overall ablation time at the site of injury or last ablation cycle time at the site of injury, as the site of injury is unknown. It was noted that a left ventricular perforation was suspected. Irrigated catheter flow was set at 30 ml/min. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained in an unspecified range. Force visualization features used included graph, dashboard, vector, and visitag. Visitag parameters for stability included 2 mm and 5 seconds. Additional visitag filters included force-time integral (fti) of 30% over 5 grams. Respiratory adjustment was inadvertently not in use. Color options used prospectively included fti. Force thresholds were 3-15 grams, as force filter with carto 3 system confidense module was in use and forces over 50 grams were indicated. Smarttouch catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Smarttouch catheter was not in close proximity to another catheter. It is unclear if the carto 3 system indicated to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.